Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient's bone condition, pt's oral hygiene, or pt's behavior.

Event description:
Product was returned as an implant failure because of infection. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The pt also had a medical history of tobacco use. The surgery was a one stage surgery in which the fixture was placed with primary closure in tooth location #29. No bone augmentation material was used. The pt was described as recovered with no complications.